Manufacturer narrative:
The customer did not return the suspected product for evaluation. The similar contour next test strips from lot # 8kpeb01a were used for testing since the suspected lot of test strips i.e. Lot # 8kpeb01c were not available in the quality laboratory. An in-house testing was performed using the in-house contour next link 2.4 meter with in-house test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured. The customer's weight was not provided.

Event description:
At 1:34 p.m., the customer obtained a blood glucose reading of 130 mg/dl on the contour next link 2.4 meter. The customer was presenting symptoms such as weakness, fatigue, dizziness, shakiness and inability to walk. The customer went to the hospital, where the physician performed a blood glucose test at 2:30 p.m. On a non-ascensia meter and obtained a reading of 64 mg/dl. The customer was given glucose tablets, food and gatorade to raise her sugar levels. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.